Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing showed a leak at the connection of the female luer to the syringe and visual inspection showed a crack extending from the proximal end of the female luer. The cause of the leak was the crack in the female luer. The root cause of the crack was multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.